Manufacturer narrative:
This report is being updated to provide investigation findings. A physical evaluation of this laser fiber could not be performed since this device was not returned for evaluation. A device history record (DHR) could not be performed for the device from this complaint as the model and lot number for this soltive laser fiber is unknown. Additionally, the device was not returned and thus the fiber was not able to be scanned to obtain the OEM serial information either. The root cause of this complaint could not be identified but a possible cause of the described smoking/ vapor could be due to poor irrigation of the laser area, but this cannot be confirmed to a point of being a probable cause of the patient injury as "continuous irrigation" was noted. This complaint was escalated to product quality (pq) as a result of the patient injury present in the event. Product quality performed a risk assessment to evaluate if any changes to the risk profile of this failure mode is necessary. Pq determined that no corrective or preventative actions are required as a direct result of this adverse event. The risk-benefit of the soltive laser system remains unchanged. Olympus will continue to monitor complaints for this product.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a ureteroscopy procedure using a soltive laser with two laser fibers, the patient experienced a ureteral burn described as ¿some charring of the ureteropelvic junction (upj) area¿. Sequence of events as follows: the physician was fragmenting a left renal cysteine stone. Continuous irrigation was being used throughout the procedure. The settings being used during the case were reported as: fragment 0.2 joules, frequency 40 = 24 watts; dust 0.2 joules, frequency 100 = 20 watts. At some point during the procedure, vapor was noted to be coming from the ureteral access sheath. Two different fibers were used with the same result. The procedure was stopped when the vapor was noted. The patient has required no intervention as a result of this occurrence. There have been no additional consequences to the patient as a result of this event. There was no malfunction of the laser generator reported. There was no abnormality in the appearance of the laser fibers before or after the procedure, the fibers looked intact. Case with patient identifier (B)(6) reports the laser generator used in the case. Case with patient identifier (B)(6) reports the first laser fiber used in the case. Case with patient identifier (B)(6) reports the second laser fiber used in the case.